Event description:
Hamilton medical ag received the following event description: customer reports display went black while on a patient. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); hamilton medical ags conclusion: the on-site hamilton medical inc. Service technician confirmed that the device display went black while connected to a patient. Log file analysis verified the event, showing the entries ¿panel connection lost¿ and ¿panel reconnected.¿ to address the issue, the technician reported that both the processor board and the vu esm board are being replaced.